Manufacturer narrative:
Investigation the investigator reviewed the complaints database for previous reports similar to this customer's issue. Since january 2016, no similar complaint has been recorded. No isolate of trichosporon japonicum were misidentified as trichosporon asahii or trichosporon asteroides. Fine tuning: fine tuning did not conform to specifications; several mandatory criteria were not achieved. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Knowledge base review: the expected identification to trichosporon japonicum is not present in the vitek ms kb v3.2 knowledge base. Sample data analysis according to data provided, the misidentification was obtained with a low identification score (between -0.37 and - 0.33 for t. Asahii and between -0.28 and -0.04 for t. Asteroides) which is near the acceptable limit (- 0.40) for giving an ¿identification¿ result or a ¿no identification¿ result. Considering the information above, there is no evidence that vitek ms has malfunctioned. The most probable identification was trichosporon japonicum which was not present in the vitek ms kb v3.2 knowledge base. In addition, the following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause - system limitation (species out of kb 3.2). - non optimal fine tuning and spot preparation. Conclusion. No further investigation is needed. Local service provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickme¿ (ref 423551/ 423546). Moreover, a new fine tuning respecting the fine tuning procedure included in the vitek ms service manual is recommended.

Event description:
A (B)(6) customer has reported a misidentification of trichosporon japonicum as a trichosporon asahii using the vitek® ms system, reference (B)(4), serial number (B)(4). Sequencing has been used as a reference method and obtained an organism identification to trichosporon japonicum. No patient impact has been reported as a consequence of the misidentification. A biomérieux internal investigation will be initiated.